Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, pseudomonas aeruginosa was detected from the sample collected from the outer surface of the subject device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, endoclens. After reprocessing the subject device with a non-olympus automated endoscope reprocessor, endoclens, pseudomonas aeruginosa was detected again as a result of second time microbiological testing. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The serial number was not informed to omsc. Therefore, omsc could not investigate further more and the exact cause of the reported event could not be conclusively determined.